Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support after receiving an occlusion alert on the ilet device. The agent explained the meaning of the alert and advised the patient to resume insulin delivery and change the infusion set. The patient was at work and unable to change supplies at that time, so the agent instructed them to disconnect from the body and perform a fill tubing step to verify partial functionality. During this process, the patient received an ¿unable to proceed¿ alert. The patient also reported receiving an infusion set expired alert approximately two days prior and confirmed that the last infusion set change had been five days ago. The patient was wearing a teflon infusion set, and the agent advised that these and other disposable components, such as the cartridge and connector, should be changed every three days. The patient understood and stated they would replace all supplies once home and would call back only if issues arose. Blood glucose levels were not affected, and the patient was using an inset 23" 6mm infusion set. Later, the patient called reporting that insulin had run out and asked whether to replace all supplies or just refill the cartridge. The agent recommended replacing all supplies due to the expired infusion set and empty cartridge. The patient acknowledged the recommendation and confirmed they would complete the supply change without further assistance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.